Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, service required alarm conditions indicating the control pressure sensor railed and the control pressure sensor drifted were observed. There was no downloaded event log available to verify reportability. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.